Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of implant was (B)(6) 2005 and hence, field d10 has been updated. Also, the following information was provided within the op report: (1) right side serial number: (B)(4). (2) concomitant left side: lot number: 5632856; serial number: (B)(4). (3) associate products: mentor saline implants since patient went under bilateral explantation and replacement. (4) asymmetry and ptosis was also noted. Hence, patient code was added under field h6. On 9/16/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device a crease was observed on the anterior aspect. Leak testing revealed a tear within the crease measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/9/2019, mentor became aware that for manufacturer report number (B)(4) under follow up report number 1, under h10 below information was mistakenly reported: (1) right side serial number: (B)(4); (2) concomitant left side: lot number: 5632856; serial number: (B)(4). The correct information is as follows since patient was encountered with left side deflation and ptosis and right side is the concomitant side: (1) left side serial number: (B)(4). (2) concomitant right side: lot number: 5632856; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 425cc mentor smooth round moderate profile and was presented with left implant deflation. As a result, the device was explanted on (B)(6) 2019.